Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 10-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of baclofen at 340 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported the hcp could not draw back on the catheter during a pump replacement surgery on (B)(6) 2019. The hcp ended up cutting a portion of the catheter off and using a new 8578. It was reported there was an occlusion on the end of the catheter. The rep stated "there was some tissue" present that would not allow the hcp to aspirate. It was reported there were no prior problems with the catheter or therapy. No symptoms were reported. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on 2019-aug-21 and indicated a very small piece of tissue was found in the head of the white pump connector that hooked onto the pump. That piece was thrown away and would not be returned. The patient¿s weight was not provided. No further complications were reported/anticipated or expected.